Event description:
The pt received the scs system on (B)(6) 2008. It has been reported the pt was unable to turn off her stimulation. The pt has been advised to report to the emergency room if stimulation becomes uncomfortable. A surgical intervention to resolve the issue is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.